Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states that she continues to have high blood glucose and she believes it due to her insulin pump. Customer's blood glucose was 259 mg/dl. After troubleshooting and checking alarm history a no delivery alarm was found. Customer was advised that insulin pump would need to be replaced. No further information provided.